Manufacturer narrative:
The device was returned for analysis; however, the evaluation of the device is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer's internal reference number: (B)(4).

Event description:
A healthcare professional reported a hahn tapered implant failed to osseointegrate at the second stage surgery of tooth number 5. The following patient symptoms were observed: inflammation, pain, infection, granulation fibrous tissue around the implant. The device was removed, and the patient's symptoms were resolved without permanent injury. The implant was replaced. At the time of the surgical procedure the patient's bone quality was type I with unknown oral hygiene status.